Manufacturer narrative:
Initial reporter information not reported due to region's privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information reporting that the patient underwent a procedure for pipeline flex with shield implantation on (B)(6) 2021 to treat an unruptured saccular right internal carotid artery (ica) c7 segment aneurysm. The aneurysm max diameter was 11.3mm and the neck diameter was 9.5mm. There was no reported device malfunction or intra-procedural issues. On (B)(6) 2021, the patient was noted to have hematoma at the access puncture site. The patient's antiplatelet medication dosage was reduced. The event was determined to most likely be due the antiplatelet medication. A relationship to the pipeline device could be refuted but procedural cause could not be ruled out. The patient was noted to be recovered on (B)(6) 2021. Additional information was received reporting that retreatment was performed on the treated aneurysm. The retreatment date was (B)(6) 2023. The reason for repeat treatment was incomplete occlusion. Treatment details were use of pipeline needle, no additional coils. An improvement in modified rankin scale (mrs) score value was observed. Mrs 1 (symptomatic but no obvious disability) on the day before the procedure (B)(6) 2021); and mrs:1 (symptomatic but no obvious disability) until follow-up at 24 months after the procedure, but mrs: 0 (no symptomatic at all) at 36-month follow-up (B)(6) 2024) after the procedure. Additional information was received reporting there have been no problems during the procedure. In subsequent follow-ups, there were no reports of device failures.

Manufacturer narrative:
B5: updated. H6: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the "additional pipeline placement for incomplete occlusion" reported at the 36-month post-procedure follow-up causal relationship with the device and to the procedure were assessed as cannot be denied. Malignant lymphoma was identified on MRI performed on the outcome date ((B)(6) 2025) and subsequent follow-up could not be conducted; therefore, it was recorded as not recovered.

Event description:
Additional information was received reporting that, "the reason malignant lymphoma was mentioned is related to the explanation regarding the outcome of the ¿retreatment for incomplete occlusion¿ performed on (B)(6) 2023, which was recorded as ¿not recovered¿ as of (B)(6) 2025. According to the physician, malignant lymphoma was noted on the MRI performed on the outcome date, and because follow-up could not be conducted thereafter, the outcome was documented as ¿not recovered.¿ no causal relationship or association between the implantation of this device and the malignant lymphoma has been reported. Regarding the malignant lymphoma, as noted above, no causal relationship or association with the implantation of this device has been reported. As for medical/surgical interventions for this case, an additional pipeline implantation was performed on (B)(6), 2023 as retreatment for incomplete occlusion." Additional information was received reporting that the adverse event name was changed from, "reintervention" to "incomplete occlusion."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.